Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 76 mg/dl. In addition, it was reported that the customer received a minimum fill notification after filling the cartridge with 150 units of insulin. Customer loaded a new cartridge to resolve the issue.